Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: introducer and sheath was used according to IFU, depth was measured. There was a very strong resistance when attempting to introduce the device thru the valve in the introducer. The bypass tube "bounced" back and was not getting thru. We tried another device, and tried to fit the device from the latter lot number in the previous sheeth. The physician experienced the same strong resistance but finally, after extensive force managed to get the bypass tube thru the valve. The procedure could be completed with successful usage of the device and closure was obtained. No patient harm was reported. Associated to: MDR 3010252479-2022-00017 manta.

Manufacturer narrative:
The device was not returned for investigation. No product evaluation could be completed. The DHR was reviewed for manta 18f ce and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f ce manta was planned for closure. The vasculature was noted as free from calcification. No complications were endured during initial access or advancing or withdrawing the procedural sheaths. While preparing to deploy, the physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back from the hemostatic valve. A second 18f ce manta was opened, and the physician attempted to insert the new device into the previous sheath. The physician continued to experience severe resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The device would successfully advance only after excessive force was applied. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Additionally, procedure requirements indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath.